Event description:
It was reported that a spectrum pump turned off. This occurred upon power up in the "medicine IV" department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off improperly when tested in battery mode. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged standard battery. The standard battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.